Event description:
The rca was pre-dilated and the zeta crossed the lesion without difficulty. The balloon was deflated and the system was withdrawn without resistance. Angiographically, it was seen that the balloon's radiopaque markers were located between the guiding catheter and the right coronary. This was interpreted as a balloon rupture. The physician tried to recover the balloon using loops; however, this was unsuccessful. It was observed that artery flow was compromised without artery occlusion. This was interpreted that only the balloon part of the catheter remained intravascular; therefore, it was decided to implant stents flattening the balloon against the proximal right coronary wall. The control test showed appropriate deployment of two proximal stents and the correct implantation of the zeta, at the distal right coronary. The right coronary had normal flow and the procedure was finished without clinical complications. Seventy-two hours later and after an asymptomatic clinical course, a routine control echography of the ventricular function was performed and the catheter image was seen at the left ventricular cavity. Subsequently, the used catheter proximal end was compared with a new zeta catheter and it was concluded that the zeta became separated. A trans-esophagic echography was performed and it was confirmed that the catheter's distal end was at the left ventricle cavity. Surgical intervention was performed. The separated catheter portion was recovered without complications and to date, the pt is reportedly in good condition.